Manufacturer narrative:
The colonoscope was returned to the manufacturer service center for evaluation, and the reported image issue was confirmed. A fluid leak was identified at the distal end of the air/water channel and a subsequent fluid invasion caused the electrical connector to malfunction, resulting in image loss. Repair included aeration to remove fluid, cleaning of internal electronic components, and replacement of damaged parts (distal tip bending sheath, air/water channel o-rings, the air/water channel insertion tube, and electrical connector).

Event description:
It was reported that a video issue occurred during a colonoscopy case. According to the report, there was no injury or other adverse health consequence to the patient.